Event description:
It was reported that the centrimag 2nd generation (cmag) primary console was plugged in while on a patient and gave two alarms, the battery module fail b1 and battery charger fail b3. The pictures of the alarms were taken, and patient was switched back up without issues. When they started up the cmag primary console in question the alarms cleared. Customer would like no charge loaner cmag primary console while they send theirs back for assessment.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.